Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the oxygen (o2) sensor and checked the electronic patient gas system (epgs) operation. The o2 sensor percent hour reading was 31,923 before replacement. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. The complaint was not duplicated by the product surveillance technician (pst). He installed the returned o2 sensor into a lab-tested epgs and connected the electronic patient gas system (epgs) to a system-1 simulator and central control monitor (ccm). The pst connected the epgs to oxygen and air, entered a perfusion screen on the ccm and waited the 15 minute oxygen (o2) sensor warm-up period; calibration of the o2 sensor was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 2.30 volts which is within the specification of 0.55-2.758 volts. The pst performed calibration ten more times and calibration was passed ten more times with the voltage output from the o2 sensor in a range from 2.03-2.42 volts. Nothing was observed that could cause the failure. Since the maximum percent hour allowed is 30,000, this will prevent calibration as reported. When the o2 sensor was replaced, the o2 sensor percent hours is reset to zero, correcting the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) failed to calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.